Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, it was observed that the tunneler exhibited stripped threads and it was not possible to attach any of the tips or carriers and therefore not used on the patient. The issue was resolved by replacing the tunneler with another one. No patient complications have been reported as a result of this event. (B)(6) 2025 (B)(6) (rep): no new information (B)(6) 2025 e1 (rep): additional information was received from the manufacturer representative (rep) that the experienced surgical tech tried to attach one of the tips and would not screw on. They tried all the tips and carriers with no success. (B)(6) 2025 (B)(6) (rep): no new information (B)(6) 2025 (B)(6) (rep): no new information

Manufacturer narrative:
H3: product ID# b31030 lot#:hg8sq4p the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified end of the threading is damaged and tip is unable to be connected together. Slight crack in the metal of the threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.